Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced during a device change out procedure due to high pacing lead impedance. The patient was stable.